Event description:
It was reported that the patient presented for an implant procedure. During the implant procedure, the left bundle branch (lbb) lead exhibited high pacing impedance and loss of capture at the second placement position. Upon removal from the patient¿s body, the lead helix failed to extend. The lead was not used and replaced during the procedure. The patient was in stable condition.